Manufacturer narrative:
Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data was not indicate any device malfunction related to the defibrillation event. Monitor (B)(6) 02/2015 - initial use. Electrode belt (B)(4) 01/2015 - reuse.

Event description:
A us distributor contacted zoll to report that a patient passed in the hospital while wearing the lifevest. Review of the lifevest downloaded data indicates that the patient received an appropriate shock which converted vt to bradycardia on (B)(6) 2015. Four additional shocks were delivered approximately one hour later during sinus rhythm. CPR artifact contributed to the false detections. The response buttons were pressed early in the detections, but not prior to shock delivery. The pulse energy was 6-8j over a 0 ohm impedance indicating that the electrodes were not in proper contact with the skin. There is no indication that the low shock energy caused or contributed to the patient's death. The patient was in sinus rhythm at the time of the shocks. The patient passed away the following day on (B)(6) 2015 not wearing the lifevest.